Manufacturer narrative:
Device was used for treatment, not diagnosis. Gansslen, a. And krettek, c. (2006). Retrograde transpubic screw fixation of transpublic instabilities. Oper orthop traumatol, 18, 330-340. This report is for an unknown cortex screw / unknown quantity / unknown lot. (Other number): UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, gansslen, a. And krettek, c. (2006). Retrograde transpubic screw fixation of transpublic instabilities. Oper orthop traumatol, 18, 330-340. The authors conducted a study of the reduction and retention of unstable and/or severely displaced fractures of the upper pubic ramus with an associated risk of injury to the pelvic organs with transpubic screw fixation, using synthes 3.5mm cortex screws up to 150mm long. From 1989 to 2003, transpubic screw fixation was performed in 16 patients to stabilize a transpubic instability. The average age of the eleven male and five female patients was 33 years (14-61 years). Post-operative management included weight bearing activity, thrombosis prophylaxis and radiologic follow-up. Serious injury / reportable malfunction result included screw pullout in one case of complex abdominal trauma with the development of chronic osteomyelitis and recurrent fistula formation at the pubic ramus. Surgical revisions with implant removal and repositioning of the transpubic screw were necessary although the fracture did not heal. This is report 2 of 2 for (B)(4). This report is for an unknown cortex screw.